Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: please provide the total number of procedures? Unk have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). (B)(4). If this event occurred in multiple procedures, and have not been reported, please create a product complaint for each event and provide the respective reference number(s). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)(B)(6).

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2025 and suture was used. During an unknown open orthopedic surgery, when passing the needle through the tissue and pulling the needle out from the tissue, the suture also detached. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? H 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002, no device problem found. B03 h3 investigtion summary: the product was returned to ethicon for evaluation. Two sealed boxes with twelve (12) representative unopened samples each and one open box with seven (7) representative unopened samples and a total of thirty-one (31) representative unopened samples were received for analysis. Product code vcpb841d. Upon initial inspection of the samples, no external damages were evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. B01 h3 investigation summary: the product was returned to ethicon for evaluation. One winding former with two needle-suture combinations and six detached needles outside them were received for analysis. The product code vcpb841d is control release and contains eight strands single armed per packet. Upon visual inspection of the six detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The sutures were not returned for evaluation. In addition, the two needle-suture combinations were visually inspected, the swage and attachment area were noted to be as expected. Besides that, no anomalies or issues related to pull-off were observed during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.